Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported event is presumed to have been caused by friction between the needle tube (stainless steel) and the wire (nitinol alloy). As stated in the instructions for use, the generation of metallic particles is a product-specific event, and it has been concluded that there was no issue with the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single-use aspiration needle exhibited gray-black iron powder after wiping. There was no patient involvement.